Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported: approximately 3 years ago blood tests indicated metal traces in blood. Was told normal levels are 10 but his is 17. "Doctors have told him that the metal is going into his blood" primary procedure was around 7 years ago, brand unknown only a "stryker hip" - left side. Hurts when he lies on it, itches all the time. Has to take pain killers because of this.